Event description:
The facility representative contacted a (B)(4) technical services to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.